Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2020 due to hyperglycemia and diabetic ketoacidosis. Customer¿s blood glucose level was over 600 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer reported they felt dizzy, tired, and started to throw up. Customer was treated with several intravenous and lantis insulin. Customer declined to perform a carelink upload. It was unknown if the insulin pump was on auto mode. The device will not be returned for analysis.